Event description:
It was reported that the customer has passed away at home. The caller stated that the customer had respiratory issues and passed away. The customer went to the hospital on (B)(6) due to flu. The customer's blood glucose was unknown at the time of death. The customer's last known blood glucose was 76 mg/dl on (B)(6) 2015, the day of the death; she passed away approximately at 5:05 pm. The customer was not wearing the insulin pump at the time of death. The caller stated that he adhesive was eating the customer's skin so she removed the insulin pump. The caller stated that the customer was off the insulin pump approximately two week prior to passing; she had removed the insulin pump, then went back on around the (B)(6) , left on for three days and went back off due to irritation of the skin at the sites. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip and a cracked case near the display window corners were noted during the visual inspection. No data analysis could be performed due to the insulin pump being returned without a battery.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.